Manufacturer narrative:
E1:(B)(6) (hospital): (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during preparation for use for a therapeutic laparoscopic surgery the subject device had universal cord sheath broken. There were no reports of patient harm.

Event description:
It was reported, during preparation for use for a therapeutic laparoscopic surgery the subject device had universal cord sheath broken. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: shadows in the upper right corner of the image, a knock mark on the glass of insertion section. Based on the results of the investigation, it is likely that the customer's report of a "uc sheath is damaged" was due to the component failure of the uc sheath. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.